Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl) with ketones present. The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site, a root cause for the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was found to be stretched. The length of the soft cannula was measured to be above the specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was not struggle in delivering insulin.